Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported by the customer as "2 weeks ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached on day 1 of wear. As a result of the customer not being able to monitor their blood glucose, the customer experienced dizziness, fell on his face, and lost consciousness. After the customer regained consciousness, the customer called a friend who helped him to the bed where he rested. No third party medical treatment was reported. A blood glucose of 40 mg/dl was obtained on an unspecified meter. There was no report of death or permanent injury associated with this event.